Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge- cutting of the upper lung, the roticulator reload was used for the resection, after firing the staple was very badly formed. It was relatively difficult to shoot. Some of the staples showed a "door shape" and did not become a b-shape. There was also an incomplete staple line centrally which was fixed by suturing. Before the surgery, the intraoperative pathological report shows that the patient has a malignant tumor so radical resection of lung cancer was performed. During surgery, a small amount of oozing occurred after cutting the pulmonary artery with a tri staple reload. Then the "hamlock" clip was clamped on the blood vessel to stop the oozing immediately. An unanticipated tissue loss and tissue damage were also noted. Surgical time was also extended for 30 minutes or more. The patient had chest tightness. On the 6th day of hospitalization, thoracotomy was performed to rescue the patient. It was found that a large amount of blood was spurted from the blood vessel where it was operated 6 days ago. Blood loss was more than 500cc. The patient's heart was shocked & stopped due to massive bleeding. The blood transfusion could not be immediately effective. After several hours of rescue, death was declared. It was found that there was a foul smell around the blood vessel, and the blood vessel was broken, so it was suspected that the blood vessel was necrotic & ruptured after infection. An autopsy confirmed that the cause of death was right middle lobe blood vessel rupture, excessive hemorrhage and shock, death after ineffective rescue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge- cutting of the upper lung, the roticulator reload was used for the resection, after firing the staple was very badly formed. Some of the staples showed a "door shape" and did not become a b-shape. There was also an incomplete staple line centrally which was fixed by suturing. Before the surgery, the intraoperative pathological report shows that the patient has a malignant tumor so radical resection of lung cancer was performed. During surgery, a small amount of oozing occurred after cutting the pulmonary artery with a tri staple reload. Then the "hamlock" clip was clamped on the blood vessel to stop the oozing immediately. An unanticipated tissue loss and tissue damage were also noted. Surgical time was also extended for 30 minutes or more. On the 6th day of hospitalization, thoracotomy was performed to rescue the patient. It was found that a large amount of blood was spurted from the blood vessel where it was operated 6 days ago. Blood loss was more than 500cc. The patient's heart was shocked & stopped due to massive bleeding. The blood transfusion could not be immediately effective. After several hours of rescue, death was declared. It was found that there was a foul smell around the blood vessel, and the blood vessel was broken, so it was suspected that the blood vessel was necrotic & ruptured after infection.